Event description:
The customer reported that she was hospitalized for a low blood glucose reading of 20 mg/dl. Prior to the hospitalization, the customer had performed a manual prime while being connected to the insulin pump. The insulin pump also alarmed during the manual prime. The customer was advised to revert to a back up plan of manual injections due to the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.